Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with an error alarm, and an audio alarm. The customer states that they cannot get the alarm to clear. The customer states they were priming the device because of air bubbles in the tubing, but they could not clear it or restart the device. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised to insert new battery after and monitor the device. The customer was advised to call back if issues persist.